Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pre delivery inspection, the cardiosave intra-aortic balloon pump (iabp) unit had a fault #139 after regular calibration and five day continuous operations test, occurred after the main power was turned off and then turned on again, . There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer evaluated the unit and after regular calibration and 5-day continuous operation test, fault #139 occurred after the main power was turned off and then turned on again. He reconnected the various boards and the error code no longer occurred. There was no problem in the three-day running test, so it was delivered to the hospital.

Event description:
N/a.